Event description:
A possible problem with their new 3100a vent. They were going to run a blood gas and noticed that the amplitude drifted down from 19 to 11 and the map went from 11 to 13. They adjusted the settings back to what they wanted and a few minutes later, they changed again. This pt was ready to be switched to conventional ventilation anyways, so they took the pt off of the 3100a and placed them on the conventional vent where they are doing fairly well. No pt compromise. Contact asked them if they could do a pt circuit calibration and perf. Check. They explained that they were never told about the perf. Check. They wondered what this was. Contact explained about the two verification test that should be done prior to pt use. While contact was on hold, they proceeded to perform both tests and everything came into specs. Both the map and amplitude were "steady"..., they could not duplicate the complaint. There was no water in the watertraps. Contact explained that the problem may be "pt related", but they said that they did notice that when the frequency was set at 15, the top cover would shake a lot as if the top was going to come off. They request a service call.